Event description:
It was reported that the patient with this implantable device experienced pacemaker-mediated tachycardia (pmt) episodes. The pmt episodes appeared to be a sinus driven. Furthermore, noise artifact that appears to be electromagnetic interference (emi) and/or from a medical procedure was also observed in stored electrograms (egms) with more than two seconds pauses occurring. The device remains in service. No additional adverse patient effects were reported.